Event description:
Air bands are supplying USA physical therapists with their non-FDA listed tourniquet. It is being distributed by (B)(4) medical. Both air bands and (B)(4) medical are putting american citizens at risk for permanent nerve damage due to the issues with the bluetooth function of their electronic tourniquet. The tourniquet has supplied too much pressure and caused potential nerve damage from what I have seen. (B)(4) medical is a big company and should know that they need proper labeling and FDA registration to distribute this product. It needs to be removed at once for the health and safety of patients. (B)(4) https://airbandsbfr.com/. FDA safety report ID #: (B)(4).